Manufacturer narrative:
Investigation is ongoing.

Event description:
Per report received from singapore, it was a case of an implant of a 23mm sapien 3 valve in aortic position by transfemoral approach. During the procedure, it was used a slow inflation technique but the balloon of the commander delivery system burst at the end of balloon inflation with +1cc. The commander ds was carefully removed from the patient through the sheath without issues, as per sop, and an angiogram from the aortic root to puncture site was done to verify that there was no injury caused to the patient. Although the valve was not under-expanded when this event occurred, a second commander delivery system was prepped and used to post-dilatate. The patient was noted as to be recovering and doing well. There was no harm to the patient due to this event. As per medical opinion, the root cause of this event could be the interaction of the commander delivery system balloon with the narrowed and heavily calcified stj.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections h6: type of investigation, investigation findings, investigation conclusions and h11 has been updated. The device was not returned to edwards lifesciences for evaluation. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this event is not required at this time. A technical summary applies to this complaint event and establishes, through extensive complaint investigations, that balloon burst events during valve deployment have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have been due to calcification in the landing zone or over-inflation of the balloon. In addition, the ruptured balloon profile may lead to withdrawal difficulty and/or component separation if excessive device manipulation is applied. Therefore, it is likely that these patient/procedural factors may have caused or contributed to the burst balloon during valve deployment. Review of the IFU and training materials is detailed in the technical summary and continues to provide adequate instructions on device use, risks, and precautions. In addition, review of manufacturing mitigations is captured in the technical summary, which are still in place. With no unique issues or concerns raised with this complaint, this event will be included in ongoing monitoring and trending with no pra or CAPA required at this time. The complaint for "balloon burst" was confirmed based on evaluation of the provided imagery. Available information suggests that patient factors (calcification) and/or procedural factors (over-inflation) likely contributed to the event, as there was presence of calcification in the landing zone, and provided information indicated that an additional 1cc of volume was added to the balloon during inflation. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. Additionally, while the prescribed nominal inflation volume is provided in the IFU, it is possible that extra inflation volume was used (over-inflation), subjecting the balloon to pressures high enough to cause the balloon to burst. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.